Event description:
Related manufacturer number: 2017865-2022-13626. It was reported during in clinic follow up that the right ventricular lead exhibited inappropriate shock. These shocks were caused by oversensing of noise. The atrial lead exhibited high capture threshold. Both leads were successfully explanted and replaced. The patient was stable.